Manufacturer narrative:
Citation: costa g, et al. Long-term outcomes of self-expanding versus balloon-expandable transcatheter aortic valves: insights from the observant study. Catheter cardiovasc interv. 2021 apr 13. Doi: 10.1002/ccd.29701. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the long-term outcomes of patients treated with t ransfemoral transcatheter aortic valve implantation (tavi) using either self-expanding or balloon-expandable valves. All data was collected from a multi-center registry that enrolled patients between january 2010 and december 2012. The study population included 1,440 patients and was predominantly female with a mean age of 82 years. Of those, 830 patients were implanted with the medtronic corevalve. No unique device identifier numbers were provided. Among all corevalve patients, a total of 434 all-cause deaths occurred within five years after tavi. None of the deaths were directly linked with corevalve as the specific causes of the deaths at long-term were not available to the authors. Among all corevalve patients, in-hospital outcomes included: permanent pacemaker implantation, myocardial infarction, stroke, unspecified vascular complications, mild to severe paravalvular leak, and mean gradient greater than 20 mmhg. Five-year outcomes included: repeat hospitalization for heart failure, myocardial infarction, stroke, aortic valve intervention, or any cardiac cause. No additional adverse patient effects or product performance issues were reported.